Manufacturer narrative:
Add'l strip lot used: 385a f2, expires 2008.

Event description:
Caller states that the device read 3.8 inr and 2.8 inr on the device while a lab drawn immediately returned with a result of 2.5 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.